Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the sample was processed while the quality controls (qc) were out of range. The customer was in the middle of recalibrating the assay when the patient sample was processed. The customer performed calibrations and reran qc, which were within range. The cause of the discordant, falsely elevated sal result on a patient sample was due to operator processing the sample with invalid qc. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated salicylate (sal) result was obtained on a patient sample on the advia 1800 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sal result.